Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital. (This follow-up MDR was mailed to the FDA on 11/16/98).

Event description:
Event: (cc# 98-00243) the iab leaked. This was the only information at the time of the report. On 10/27/98, datascope was notified that the iab was discarded and would not be returned for evaluation. [Event complications]: unknown - reported 2/25/98. [Patient's current status]: unk - rpt'd 2/25/98.